Manufacturer narrative:
The event was reported to have occurred in (B)(6) 2020. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused during therapy. Three bottles of albumin, that were to be infused 1 bottle per hour, all were infused under an hour. The nurse advised there was nothing noted with the tubing, no leaks or disconnections and the tubing used during the infusion was discarded. The pump was not sent to a customer biomedical technician for evaluation and is still in use on the floor. There was no known patient injury or medical intervention associated with this event. No additional information is available.